Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has displayed a self-test error. The patient was involved but there was no adverse patient impact.

Event description:
The customer reported that the device has displayed a self-test error. A message was presented of the battery requiring calibration when performing a operational check. The patient was involved but there was no adverse patient impact.